Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 7fr sl4. The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified concentric lesion in the mid left anterior descending (lad) artery. After pre-dilatation was performed, a 3.50x33 mm xience xpedition rx stent delivery system (sds) was advanced but did not cross due to patient anatomy. Heavy resistance was met while attempting to remove the sds from the patient anatomy and the sds was unable to be pulled back into the non-abbott guiding catheter. The sds was removed as a single unit using a goose neck snare. It was noted that the stent was damaged, shortened approximately 8-10 mm, during removal from the patient anatomy with the snare device. The procedure was successfully completed using a new xience xpedition sds. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. Return device analysis revealed that the hypotube was separated. Additional reported information indicates that the hypotube was cut by the physician due to intentional manipulation of the device during packaging for return. No additional information was provided.